Event description:
It was reported that the pump under infused. There was patient involvement but no harm. Although requested, additional information was not provided by the customer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem: additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the suspect pump module under infused of busulfan was not confirmed on the log review or replicated during laboratory testing. ¿ timed rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. ¿ the incident administration set was not returned for this investigation; therefore, testing could not be performed. ¿ logs from the pump module (s/n: (B)(6)) and pcu (s/n: (B)(6)) were reviewed for the reported event on 30jan2025.the customer reported a under infusion of busulfan 102 mg in sodium chloride 204 ml and concentration 0.9, was programmed to infuse at rate of 68 ml/h manually via drug library on the day (B)(6) 2025. ¿ however, the infusion reported by the customer is not seen in the log on the event issue was 30jan2025, or on any day in january. Also, the suspect pump module was not attached on the day of event issue; the last day it was infused and connected to the concomitant pcu was 29jan2025. ¿ at 4:59 am concomitant pcu was power on, pump module was attached label c with pvi = 1126.81 ml. ¿ at 5:06 am suspect pump module (s/n: (B)(6)) was programmed a primary infusion of busulfan. Drug amount = 78.5 mg, volume diluent = 157 ml, patient bsa = 0.65 and dose = 120.769 with rate = 52.333 ml/h, vtbi = 125 ml; infusion lasted two (2) hours and 107.71 ml is infused. ¿ between 7:07 am to 10:01 am suspect pump module (s/n: (B)(6)) user reprogrammed a primary infusion of busulfan changing the vtbi five (5) times (50ml, 90ml, 50ml, 30ml, 20ml). ¿ at 7:13 am suspect pump module (s/n: (B)(6)) was showed infusion occluded fluid side alarm. ¿ at 7:016 am suspect pump module (s/n: (B)(6)) was reprogrammed a primary infusion of busulfan. Drug amount = 78.5 mg and volume diluent = 157 ml with rate = 52.333 ml/h, vtbi = 43.391 ml; infusion lasted one (1) hour and 47.02 ml is infused. ¿ at 7:18 suspect pump module (s/n: (B)(6)) was show air in line alarm. ¿ at 10:42 am suspect pump module (s/n: (B)(6)) was removed from concomitant pcu; tvi = 1413 ml. ¿ the bezel assembly date code was noted as september 2024 (not recall affected). ¿ the alaris system user manual states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. ¿ follow proper infusion set loading instructions and ensure the set is free of kinks and that all clamps are open before starting and infusion. Improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery. ¿ the devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4)). The device was disassembled for this investigation. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pcu s/n (B)(6) (w/o: (B)(4)). Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the reported under infusion of busulfan was not identified during the investigation. Testing found the suspect pump module to be infusing within specifications.

Event description:
It was reported that the pump under infused. There was patient involvement but no harm. Through customer follow up, additional information was provided. It was reported busulfan 102mg in sodium chloride (B)(4) 204 ml was programmed to infuse at 68ml/hr manually via drug library. It was alleged however that nothing was infusing despite the pump stating it was infusing. Customer confirms device was set up at the patient's heart level and that the medication bag was hung at least 20 inches above the pump.